Manufacturer narrative:
Upon analysis, no anomalies were found.

Event description:
It was reported that during use of implantable pulse generator (ipg), the patient reported symptoms as dizziness. Ipg follow up check performed and thresholds, impedances and sensing were normal. However when ipg was moved the patient experienced asystole. The patient was referred to electrophysiology lab, and ipg movement performed several times same behavior could not be reproduced. The associated leads showed normal trends and stable measurements. Physician suspected setscrew problem with noted pacing problem, and the ipg is inhibited the sensing signal is not correct physician also indicated, unsure if oversensing, noise or incorrect screw. As a result, physician decision to explanted and replaced the ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.